Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, four days post operatively, the patient went to the emergency room with an internal dermal vaginal burn. An additional attempt has been made to obtain follow up event details with no response from the clinician. It was confirmed that a fluid loss alarm occurred during the procedure.

Manufacturer narrative:
It was confirmed that a fluid loss alarm occurred during the procedure.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, four days post operatively, the patient went to the emergency room with an internal dermal vaginal burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.